Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012215980); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was inspected and a pre-implant balloon aortic valvuloplasty was not performed. Upon the first deployment attempt, inside a previously implanted surgical aortic valve, the transcatheter valve was obstructing the coronary artery and an infold was observed in cusp overlap view. Subsequently, st elevations were observed, and the valve was recaptured and withdrawn from the patient. The st elevations returned to baseline, and medication was provided. The patient was stabilized. A new valve was loaded into a new delivery catheter system (dcs). The valve was successfully implanted. Per the physician, patient anatomy was a contributing factor, and the valve caused the st elevations. Additionally, a 10-minute procedural delay occurred. It was noted that the target implant depth on the non-coronary cusp (ncc) was 3-4 millimeter's (mm), and the target implant depth on the left coronary cusp (lcc) was approximately 8-9 mm. No additional adverse patient effects were reported.